Event description:
Ous MDR - on the (B)(6) 2014 after the follow-up post implant, the sensing was low and threshold was high for both the ra and rv leads. So a thoracic x-ray exam was performed discovering that the leads were dislodged. It was decided to reposition them. This lead was not easily repositioned; in fact the screw did not easily retract. Eventually the final position of the lead was successful and good numbers were obtained. There were no adverse patient effects reported. All available information suggests this lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.